Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 2 for (B)(4). It was reported by the customer in (B)(6) that during a spinal fusion surgery on (B)(6) 2022, it was observed that the handle from the driver was damaged that the handle was not able to be placed on the screwdriver. It was further reported that the stylet depth adjuster end ring was damaged and completely came off while trying to remove the bent stylet from the screwdriver. Another like devices were used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) viper prime palm handle device. This complaint involves two (2) devices.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The lot number was unknown. Therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for viper prime palm handle was conducted identifying that lot number mf4341502 was released in one batch. ¿ batch1: lot qty of 139 units were released on march 7, 2019 with no discrepancies. Supplier: depuy : metal craft machine & engineering as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper prime palm handle (p/n: 286750036, lot: mf4341502) had multiple scratches around the surface. Also, the handle core component had impaction marks that could be attributable to the unable to assemble condition reported. No other issues were identified. A functional test was performed on the complaint piece with its returned mating device the prime stylet depth adjustor. Both devices cannot be assembled due to the handle core component was slightly deformed. A dimensional inspection was not performed for the viper prime palm handle due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper prime palm handle (p/n: 286750036, lot: mf4341502) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.